Event description:
It was reported that there was high impedance, high thresholds, and an apparent lead fracture. The lead was capped. No patient complications were reported as a result of this event.